Manufacturer narrative:
As reported, the optifix straight fixation device deployed broken fasteners. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2021, the bard/davol optifix straight device was used to fixate an unknown mesh. It was reported that broken fasteners were deployed from the device. The surgeon is an experienced user of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device deployed broken fasteners. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device along with one broken fastener was returned for evaluation. The device was returned depleted of all fasteners. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event is confirmed. While a definitive root cause cannot be determined, the event most probably occurred due to fastener deployment into hard structure. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2021, the bard/davol optifix straight device was used to fixate an unknown mesh. It was reported that broken fasteners were deployed from the device. There was no reported patient injury.